Event description:
It was reported that centrimag console and motor were connected to a patient in the intensive care unit (ICU). The console emitted an audible alarm and displayed the s3 alarm; however, despite the alarm, the console continued to operate normally. Due to the alert and the patient¿s critical clinical condition, it was decided to replace both the console and the motor together in order to minimize therapy downtime. Subsequently, the console and motor were run on a test circuit for more than 24 hours without displaying any alerts. During an on-site visit, the motor cable was inspected and showed no visible wear; additionally, its manufacturing date is 2020. Considering that the console and motor did not display the alarm again, they were returned to operation with the limitation of being used only for non-air transport patients. The patient experienced no complications.

Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was unable to be confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) section 10: ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3: "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 12.1: "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.